Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective/damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material #10015861a and lot #25015038 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jan2025.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim. It was reported by customer that after spiking the flush bag the roller clamp was opened and I noticed it was priming very slowly. Upon inspection I noted an inch long defect in the tubing in the flexible area that is inserted into the administration pump. It looks as if half the tubing was fused closed and was then twisting up on itself. It wasn't completely closed so some fluid was making it's way through but that was responsible for why it was priming so slowly.